Event description:
It was reported that the customer delivered a bolus via the pump based off an inaccurate continuous glucose monitor (cgm) reading and was unable to provide the cgm reading at the time of the event. Customer experienced a blood glucose (bg) level of 30 mg/dl. Customer consumed carbohydrates to address bg level. Tandem technical support performed a pump system check and confirmed that the pump performed as intended.